Event description:
During a transfer, the stand leg raised up causing the resident to tip to side. Two cnas lowered resident to wheelchair and avoided a fall. Inspection of the lift shows the bolt that connects the leg to cross member had unthreaded which resulted in stand leg failure. Both appears to have no thread lock or locking nut. The bolt could have unthreaded when legs of lift are spread in and out from normal use. Threads of bolt may be damaged or defective. Bolt was not removed

Manufacturer narrative:
No injury occurred. Lift was taken out of service and replaced.